Manufacturer narrative:
Concomitant medical products: 977a260 pain stim lead; 977a260 pain stim lead; 97702 pain stim ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and non-capture. The lead was capped and replaced with a right sided system due denied access from occlusion of the left subclavian vein. No patient complications have been reported as a result of this event.